Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified cephalic vein. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation at nominal pressure for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.